Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) presented a fluid loss due to a hole. The balloon and pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated device codes h6, concomitant product/therapy c2/d10. Model number/catalog number: 72404132. Serial number: n/a. Batch/lot number: 1100727444. Model/catalog description: cuff. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100776530. Model/catalog description: pump. D4 unique identifier (UDI): (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump passed visual inspection and leakage test, but it did not pass functional test, due to resistor flow rate test with no output volume reading, which is below specification. Regarding the balloon, a hole was observed caused by damage from a sharp instrument. The balloon failed the leakage test due to a tear resulting from this tool/sharp instrument damage. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid leak and hole/perforate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported fluid leak and hole could not be confirmed, therefore, a conclusion code of unable to exclude device problem was assigned to this investigation. Additionally, the identified functional problem in the pump could have caused or contributed to the reported clinical observation of mechanical problem.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) presented a fluid loss due to a hole. The balloon and pump were explanted and replaced. There were no patient complications reported.